Manufacturer narrative:
Continuation of d10: product ID a820 lot/serial# : unknown; software version: unknown; product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: unknown; UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug via an implantable pump for unknown indications for use. It was reported that sometimes the patient couldn't administer a bolus, no bolus possibility. The onset / date of the event was unknown. There were no known environmental factors that may have led or contributed to the issue. The issue was not resolved as of (B)(6) 2025. It was unknown if the device was replaced. The patient's programmer software version was unknown. No patient symptom was reported. The patient was without injury regarding their status as of (B)(6) 2025. The model th90t02 handset kit was in possession of the hospital and was requested to be returned. The device was to be to be returned to the manufacturer. The patient's medical history, gender, and age at the time of the report was unknown or would not be made available. Additional information was received from a foreign healthcare provider via a company representative. It was not specified if there was a problem suspected with the personal therapy manager (ptm) software or with the communicator, but the bolus was taking more than 5 minutes to pass. It was not specified if an error message was seen via the ptm. The problem regarding the inability to administer a bolus sometimes been resolved with a new remote control. The device was to be returned. Additional information was received from a company representative. An irreversible wipe command had been given to the requested device.